Event description:
Boston scientific received information that this left ventricular lead was explanted due to a lead dislodgement and high pacing thresholds. This lead will not be returned. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.